Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, headache and pregnancy. Previously administered products included for an unreported indication: trazodone. Concurrent conditions included benign neoplasm and menses irregular. Concomitant products included docusate sodium (colace), ibuprofen, megestrol, minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (B)(6) 2015(hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vulvovaginal pain was resolving, the genital haemorrhage and menorrhagia had resolved and the depression, vaginal haemorrhage, female sexual dysfunction, migraine, anxiety, fatigue, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side 1 coil of wire within the uterine cavity, left tubal ostium 5 coils within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following ones were confiirmed in patient¿s medical records : dysrnenorrhea, menorrhagia,. Vaginal discharge, pelvic pain, vaginal bleeding. Lot number: 689930 manufacturing date: 2009/11 expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, headache, pregnancy, menorrhagia, abnormal uterine bleeding, dysmenorrhea and infection. Previously administered products included for an unreported indication: trazodone, hydrocodone-acetaminophen and docusate sodium. Concurrent conditions included benign neoplasm and menses irregular. Concomitant products included docusate sodium (colace), ibuprofen, megestrol, minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (B)(6) 2015(hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage and vulvovaginal pain had resolved, the depression, female sexual dysfunction, migraine, anxiety, fatigue, nausea and vaginal discharge outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side 1 coil of wire within the uterine cavity, left tubal ostium 5 coils within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-may-2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following ones were confiirmed in patient¿s medical records : dysrnenorrhea, menorrhagia,. Vaginal discharge, pelvic pain, vaginal bleeding lot number: 689930 manufacturing date: 2009/11 expiration date: 2012/11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, headache, pregnancy, menorrhagia, abnormal uterine bleeding, dysmenorrhea and infection. Previously administered products included for an unreported indication: trazodone, hydrocodone-acetaminophen and docusate sodium. Concurrent conditions included benign neoplasm and menses irregular. Concomitant products included docusate sodium (colace), ibuprofen, megestrol, minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery ((B)(6) 2015 (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage and vulvovaginal pain had resolved, the depression, female sexual dysfunction, migraine, anxiety, fatigue, nausea and vaginal discharge outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side 1 coil of wire within the uterine cavity, left tubal ostium 5 coils within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following ones were confiirmed in patient¿s medical records : dysrnenorrhea, menorrhagia,. Vaginal discharge, pelvic pain, vaginal bleeding lot number: 689930 manufacturing date: 2009/11 expiration date: 2012/11. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: medical history, reporter information added. Fu marked significant due to FDA/imdrf synchronization code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, headache and pregnancy. Previously administered products included for an unreported indication: trazodone. Concurrent conditions included benign neoplasm and menses irregular. Concomitant products included docusate sodium (colace), ibuprofen, megestrol, minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (B)(6)2015(hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vulvovaginal pain was resolving, the genital haemorrhage and menorrhagia had resolved and the depression, vaginal haemorrhage, female sexual dysfunction, migraine, anxiety, fatigue, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side 1 coil of wire within the uterine cavity, left tubal ostium 5 coils within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia,. Vaginal discharge, pelvic pain, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received. Reporter information, lot number, medical history, historical drug, concomitant drug added. Event : abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, vaginal discharge, vaginal area pain added. Event psych injury were updated as psych injury/depression. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, headache and pregnancy. Previously administered products included for an unreported indication: trazodone. Concurrent conditions included benign neoplasm and menses irregular. Concomitant products included docusate sodium (colace), ibuprofen, megestrol, minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery ((B)(6) 2015(hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved, the depression, female sexual dysfunction, migraine, anxiety, fatigue, nausea and vaginal discharge outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side 1 coil of wire within the uterine cavity, left tubal ostium 5 coils within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia,. Vaginal discharge, pelvic pain, vaginal bleeding lot number: 689930, manufacturing date: 2009/11, expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psychological injury"). The patient was treated with surgery ((B)(6) 2015(hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and psychological injury added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.